Event description:
In 2009, the lay-user/patient contacted our intn'l affiliate alleging that the onetouch ultra2 meter is giving inaccurate erratic readings. At aprox 4 days later, this medical surveillance specialist was able to obtain the answers to the follow-up questions. The patient generally tests 8-10 times a day around meals. The patient is regularly taking 30 units of lantus insulin at about 7:00 pm. The patient also takes novorapid with his meals. He takes novorapid insulin based on a carbohydrate to insulin ratio of 2 g of carbohydrates to 1 unit of novorapid insulin. At times the patient will also take insulin in relation to his meter readings. The erratic issue began approximately 1 month ago at around 1:00 pm, 1 hour after lunch. A patient reported blood glucose results of "4 (72 mg/dl), 6 (108 mg/dl), and 8 mmol/l (144 mg/dl)" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l. During the callback, the patient indicated that he also obtained blood glucose reading of "7 something" and 8.9 mmol/l (160 mg/dl). It is not known the time difference in proximity to the aforementioned readings. The patient's average reading at 1pm is usually 10-12 mmol/l (180-216 mg/dl). The patient felt that his blood glucose reading was increasing fast because he just finished lunch one hour earlier. Based on the reported meter readings, the patient increased his novorapid insulin by 6 units. The patient reportedly developed "low symptoms" described as "disorientation and confusion" one hour after his insulin. The patient did not test on any other devices at the time of concern. The patient ate fruit and felt better within 20 minutes. The patient did not participate in any strenuous activity prior to the aforementioned symptoms. The patient's diabetes medication was not changed immediately prior to or after the reported incident. In the patient's opinion, the symptoms could have been prevented had there not been the confusion of the erratic rapidly changing readings. According to the patient, had the meter given more consistent readings to base his treatment on, he would not experience this low. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia after he took insulin based the lfs meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.